Event description:
The thrombosis the patient was experiencing was related to an ischemic disorder, which was a comorbid disease. The patient improved following the appendectomy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this document lists all adverse events that may be associated with the use of heartmate ii lvas. Although it was later communicated that the reported thrombus was related to the patient's ischemic disorder, thromboembolism is also listed as an adverse event and possible postimplant complication. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Although thrombosis was reported, it was later communicated that it was related to the patient's ischemic disorder. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use lists all adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had epigastric pain. The patient was experiencing right lower quadrant abdominal pain. When the pain did not improve, the patient saw their doctor. The patient was diagnosed with appendicitis and was readmitted for treatment on (B)(6) 2020. The patient improved while taking antibiotics, and was discharged on (B)(6) 2020. On (B)(6) 2020 the patient was experiencing abdominal pain and was taken to the hospital by ambulance. The pain was thought to be a recurrence of appendicitis. The patient underwent a laparoscopic appendectomy. The patient improved and was discharged on (B)(6) 2021. The causal correlation to the left ventricular assist device (lvad) was unknown. In this case, the cause of thrombosis was undeniable.